Event description:
During a low anterior resection the surgeon attempted to attach the anvil (in the proximal bowel) to the stapler (in the rectum) several times without success. The anvil would not click onto the stapler, it kept coming off. The surgeon removed the anvil from the proximal bowel and removed the stapler from the rectum. A new device was opened and used without incident.